Event description:
The customer states that a physician questioned a cell-dyn 1800 hemoglobin result of 8.2 g/dl reported on 01/24/06. The physician requested that the pt be redrawn. On 01/26/06, the pt was redrawn and the cell-dyn 1800 hemoglobin result was 9.6 g/dl. No add'l pt info was available. No impact to pt management was reported.